Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer was treated with glucose tablets. The customer has been experiencing low blood glucose for since yesterday. The patient was admitted to the hospital. The customer may have over bolused due to incorrect blood glucose and too many carbs. The customer was advised to follow with health care provider. The customer passed a displacement test and advisd to monitor the pump.